Event description:
Implant fractured. The exact date of occurrence is unknown. Only the top portion of the implant was returned. The bottom half of the implant was returned 4/3/97. One person affected.